Event description:
A customer reported experiencing a cartridge alarm 30 issue with their insulin pump, which occurred both during the load process and occasionally while administering a bolus. Despite this issue, there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. As a corrective measure, technical support confirmed the occurrence of consecutive cartridge alarms and resolved to replace the defective pump. The customer will use multiple daily injections (mdi) as backup therapy to ensure insulin delivery is not interrupted. Technical support provided instructions for placing the pump into storage mode and arranged for a replacement pump to be sent, with the customer understanding the steps for returning the problematic pump to tandem.